Event description:
It was reported that during an unk procedure, the device's blade broke off and it was retrieved with graspers. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.